Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer had changed the infusion sets several times. The customer was not receiving insulin. The infusion site was wet and he had a bent cannula. The blood glucose reading would not come down. Customer was vomiting and upset stomach. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with insulin through IV drip and fluids. The current blood glucose reading is 499 mg/dl. Customer treated with bolus. Nothing further reported.